Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode, and was informed they would need to reenter pump settings and reconnect continuous glucose monitor to replacement pump, while technical support arranged shipment of replacement pump and return of malfunctioning pump using prepaid label.